Event description:
A report was filed on 11/8/06 that a cart at the hosp had malfunctioned and that the top storage area could not be accessed. The issue was identified during routine inspection and restocking of the cart. No negative outcome was associated with this issue. It was described that the cart latching mechanism had become "stuck" such that the drawers could be accessed but the top storage area could not.

Manufacturer narrative:
A review of photos the part of mechanism which secures/releases the top tray, appears that it may be shifted or bent from its original position. This function of the cart is tested in final assembly in order to verify proper function before shipping. Engineering changes being implemented will result in a more robust latching mechanism.